Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line became damaged. Reportedly the customer's cat chewed on the line. There was no adverse impact to the customer's blood glucose level. Customer changed cartridge to address the issue.